Event description:
H&l was informed by the importer MDR# (B)(4) with the following information: the patient's son stated that this bpm indicated his mother's bp was under control. He stated her bp readings from this bpm was under control. He stated her bp readings from this bpm were consistently around 138/85. The reporter state these readings were approximately 30 points too low. The patient had 2 strokes: 1 in early (B)(6), and another at the end of (B)(6). This bpm was taken to the hospital when the patient was admitted for the 2nd stroke. The doctor claimed that the inaccuracy of this bpm contributed to the patient's medical condition because it did not indicate that her bp was not under control.

Manufacturer narrative:
During the submitting date, the unit in question hasn't return yet. Health & life had requested the distributor to help return the unit for follow-up investigation. Here with the investigation plan as attachment. The investigation result and relevant follow-up activities will be provided in the follow-up report. The 1st follow-up report will be submitted with in 2 weeks after the unit in question returned. If the unit is not return within 3 weeks, the rest investigation items will be completed and submitted to FDA as the follow-up report by (B)(4) 2012.